Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crtd) exhibited oversensing of atrial signal in the right ventricular (rv) channel and recorded low rv intrinsic amplitude alerts. Technical services (ts) provided a review of presenting electrograms (egm) and noted the atrial signals being sensed on the rv channel. Technical services (ts) was consulted and discussed possible reprogramming options such as adjusting sensitivity, turning on non sustained ventricular tachycardia alert and keeping bi ventricular trigger off. This crtd remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crtd) exhibited oversensing of atrial signal in the right ventricular (rv) channel and recorded low rv intrinsic amplitude alerts. Technical services (ts) provided a review of presenting electrograms (egm) and noted the atrial signals being sensed on the rv channel. Technical services (ts) was consulted and discussed possible reprogramming options such as adjusting sensitivity, turning on non sustained ventricular tachycardia alert and keeping bi ventricular trigger off. This crtd remains in service. No adverse patient effects were reported. Additional information was received, it was stated that the bi ventricular pacing was still suboptimal, technical services (ts) discussed possible reprogramming options and noted no inappropriate had been delivered. This crtd remains in service. No adverse patient effects were reported.